Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use. The patient stated that he was trying to set up the hc and it keeps saying high drain/call pd nurse. The technical service representative (tsr) asked the patient if he felt too full at any point last night and the patient stated yes. The patient stated that he felt a little bloated. The tsr asked the patient if he bypassed any drains or got any alarms in the drains. The patient stated no. The patient stated that the drain volume was around 3195ml and his fill volume equaled 1800ml. The tsr advised the patient to call their registered nurse (rn) as soon as possible and let the rn know about the alarm and that they would be using manual supplies that night. The patient currently felt fine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the rn on 3/15/2012, regarding the reported event. The rn stated she was aware of the alarm and that the patient drained approximately 3195ml. The rn stated that there was no patient injury or medical intervention associated with this event. The rn stated the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.